Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, the primary use of ptfe covered stents is a feasible, effective and safe treatment for focal atherosclerotic lesions in the infrarenal aorta.

Event description:
Received an article titled: primary balloon expandable polytetrafluoroethylene-covered stenting of focal infrarenal aortic occlusive disease. Journal of vascular surgery, pp. 674-678. The article evaluated the feasibility, safety, and midterm results of primary ptfe-covered stenting of isolated atherosclerotic lesions of the infrarenal aorta. Per the article, adverse events included femoral nerve neuropathy and hematoma.